Event description:
This patient is a participant in pro disc-l ide and experienced this event post approval. Patient status post pdl implantation had the hardware removed. Patient is filed in the two year p.a.s. Report. This is three of three reports for this event.

Manufacturer narrative:
Synthes is unable to provide the manufacturer and or the date of manufacture without a part/lot number provided, or the returned device. Subject device was part of an ide. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with pro disc-l post-market experience. Pd has determined that no investigation of the individual event is necessary based on comparison with approved device trends. Post ide study, as part of the us launch of pro disc-l, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing pro disc-l total disc replacement surgery.